Manufacturer narrative:
The device has not been returned, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for the event.

Event description:
Please note: this report pertains to the first of two devices that were used during the same procedure. Refer to MFR report # 3005099803-2008-04855 for a description of the second device. A prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, the heat exchange cartridge gave a water temperature error reading of 95c. The physician used a second prolieve thermodilatation kit to continue the procedure. No pt complications were reported as a result of this event. The pt's condition was reported as "fine."